Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter was reading inaccurately low. The medical surveillance specialist (mss) spoke to the patient on march 31, 2010, and was able to obtain/verify information. The patient manages her diabetes with sliding-scale humalog insulin based on her diet and meter readings. The patient indicated that the alleged issue started on (B) (6) 2010, at 3:00 pm. The patient stated that (B) (6) 2010, she was admitted to an emergency room (ER) due to a low blood sugar episode. The patient claimed that she ended up suffering convulsions and was taken to an ER. In the ER, the patient claimed that her blood glucose was tested on an ER/hospital meter and a reading that was too low to provide a numeric value was obtained. The patient was reportedly treated with IV glucose. The patient could not recall what meter reading(s) she obtained prior to the event. However, the patient claimed that she might have taken too much insulin based on meter reading which led to the low blood sugar episode. After the visit to the ER, the patient claimed that performed comparison tests between her meter and two non-lfs meters. In one case, the patient stated that she obtained a result of "166 mg/dl" on the lfs meter and "281 mg/dl" on the other meter. The time difference between the two tests was within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. In another ase, the patient claimed that the lfs meter read 100 points lower than the other meter. The patient was unable to provide the specific meter results obtained. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced.